Manufacturer narrative:
(B)(4). Method: the complaint front fascia and valve system of the rd900 neopuff resuscitator were returned to fph in (B)(4) for evaluation. The returned fascia and valve system were visually inspected and performance tested. Results: visual inspection revealed that the gas inlet and outlet ports were not broken but were found to be detached from the front fascia. Glue was found on the inlet and outlet ports where they were fitted to the front fascia. The ports were not broken; therefore; the returned components passed the performance test specified in the neopuff technical manual. A lot check revealed no other complaints of this nature for lot 140321. Conclusion: based on the inspection carried out the gas inlet and outlet ports may have detached from the front fascia due to physical damage or insufficient glue on the ports. All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the observed damage occurred after the device was released for distribution. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when dropped or subjected to considerable external force. The neopuff technical manual states the following: - "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the gas inlet and outlet ports are broken on the replacement front fascia of an rd900 neopuff infant resuscitator. This was found prior to patient use.